Manufacturer narrative:
D1 brand name was revised. D3 and g1 manufacturer fax was inadvertently omitted from the initial report. Pericardial effusion, cardiac tamponade/ppae: the cause of the injury was not determined due to insufficient clinical details.

Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
Clinical rationale/review: an impella cp was placed to support the patient of unknown age or gender who had been admitted in acute myocardial infarction and cardiogenic shock. The pump was supporting the hemodynamics and allowed for the angioplasty of the coronary artery. When accessing with the guidewire, there was a coronary perforation that resulted in an effusion and tamponade. The team treated by thoracotomy. After 9 days the patient expired. Anticoagulation necessary for the pump placement and support can contribute to bleeding. The death is conservatively being reported although an unlikely contributing factor to the death, and more likely the patient's presenting native critical condition. The physician in japan did relay that the death was not due to the use of the impella cp.